Event description:
Customer called in to report the insulin pump does not turn on after putting batteries in. Blood glucose reading at the time was 206 mg/dl. Troubleshooting was performed. Advised the customer that a replacement battery cap will be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.